Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid in cover glass of insertion section, damaged fibre bonding in the outer tube area (distal end), deformed outer tube broken light guide bundle of the video cable section, light transmission lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the accumulation of residual liquid in the cover glass resulted in poor quality image. The most probable cause of the additional malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited image that was out of focus. The issue occurred during set up, before the patient entered the room. There were no reports of patient involvement.